Event description:
A discordant low alpha-fetoprotein (afp) result was obtained for one (1) patient sample on an immulite 2000. The original result was sent to the physician, though was not reviewed by the physician before the repeat result was sent. The sample was re-tested and the repeat afp result was higher. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant afp result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was sent to the customer site for instrument evaluation. After analysis of the system, the fse performed the 6 month pm and ran precision on afp. The cause of the discordant afp result could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.